Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reprted that the patient faced high blood glucose event with the specific value unknown because cannula was bent in the infusion set being used. The event occurred three or more hours after the insertion of the infusion set. The site of insertion for the infusion set was the tricep. Patient treated themselves by using a correction bolus via the pump and a correction injection using multiple daily injections. Patient also replaced the infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.